Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The litigation alleges the patient was revised to address pain and elevated ion levels.

Event description:
Complaint description: the litigation alleges the patient was revised to address pain and elevated ion levels. Doi: (B)(6) 2010, dor: (B)(6) 2015 (left hip). Update feb 02, 2018: pfs and medical records received. In addition to what were previously alleged, there is no new pfs allegation. After the review of medical records, it was reported that the patient was revised to address instability of the left hip with granulation tissue formation. Revision notes reported capsules to be quite patulous with large amount of yellowish granulation tissue, and neutral anteverted cup. Clinical indication reported of progressive instability and her hip causing her to fall. Added cup product information. Updated product codes and lot numbers. Added new associated contacts. There were no lab results provided. Doi: (B)(6) 2010; dor: (B)(6) 2015; left hip. This complaint was updated on: (B)(6) 2018.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The litigation alleges the patient was revised to address pain and elevated ion levels. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what were previously alleged, there is no new pfs allegation. After the review of medical records, it was reported that the patient was revised to address instability of the left hip with granulation tissue formation. Revision notes reported capsules to be quite patulous with large amount of yellowish granulation tissue, and neutral anteverted cup. Added cup product information. Added new associated contacts.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.